Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm upon the first inflation. The device was simply removed from the patient's body. The procedure was completed with a different device. No complications were reported. The patient is in good condition after the procedure.